Manufacturer narrative:
The stent delivery system appeared normal upon removal from its packaging and was inspected before use. Visual inspection was performed prior to use and no anomalies were noted. Negative preparation is usually performed inside the pt, however, in this case the cypher stent dislodged before arriving to the target lesion and so negative preparation was not performed. The procedure was completed as planned. Please note: device is distributed outside the us. However, it is similar to the us product. The product remains implanted in the pt thus not available for eval. A device history record review was conducted and the products met quality requirements for product acceptance. Any add'l info will be submitted within 30 days of receipt.

Event description:
A report was received from the affiliate indicating that during a coronary stenting procedure, the cypher stent dislodged. The procedure was finished successfully with conducting only plain old balloon angioplasty (poba). There was no pt injury reported. The target lesion was the mid right coronary artery (rca). The lesion was a de novo. The vessel was moderately calcified and highly tortuous. There was 99% stenosis. A guiding catheter (launcher 6f sal1) was engaged to the target vessel and then the target lesion was crossed with a guide wire (fielder). Pre-dilated was conducted with a (vento speeder) balloon, then a 3.5x33 mm cypher stent was being delivered to the target lesion, but the physician had difficulty delivering the cypher due to the flexion at proximal rca and it would not advance further. Because the stent was found to be misaligned, the physician retrieved the cypher into the guiding catheter. The unit was removed from the pt, when the stent delivery system came out of the guiding catheter, the stent dislodged outside of the body.